Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. It is unknown if there was deviation from the instructions for use in reprocessing steps for the location where foreign material remained. A definitive root cause cannot be determined. The suggested event is detectable and preventable by handling device in accordance with the following instructions for use. Instructions for use states the detection method in gif-1100 operation manual chapter 3 preparation and inspection. Instructions for use states the preventive measure in gif-1100 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the light guide lens and jet tube of the videoscope had foreign material. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.